Event description:
It was reported that an inappropriate shock was delivered as the arrhythmia was below the programmed therapy zone and double detection was seen. The first shock accelerated the arrhythmia and another appropriate shock was delivered as a result. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being issued to provide missing information and amend information in the initial reporter section.

Event description:
It was reported that an inappropriate shock was delivered as the arrhythmia was below the programmed therapy zone and double detection was seen. The first shock accelerated the arrhythmia and another appropriate shock was delivered as a result. The device remains implanted. No adverse patient effects were reported.